Event description:
It was reported that during the colorectal surgery (elimination of the stoma) in very low rectum, powered circular stapler was used to unite the bowel parts, after elimination of the stoma. According to the surgeon they closed the device to the green firing zone and fired. Firing sound was normal as well as the cracking sound while cutting the washer. When they opened the device there were no staples and the bowel was open. So according to the surgeons - the device cut but didn¿t place any staplers as the bowel was totally open. Only one donut was inside the instrument, not two as usual. They are experienced users and device didn¿t give any errors. After this they were unable to use stapler anymore because the cut line was in very low rectum. They used sutures to make the anastomosis but since the suturing place was in very badly accessible (very low) surgeons are worried how the patient will heal. The surgery was delayed by 45-minutes.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was received: patient is still in post-op intensive care ward and they are monitoring the situation. Surgeons needed to perform the ileostoma in the end of surgery because of the problem with powered circular. So ¿ colostoma removal operation ended with ileostoma. Surgeons are telling that if the patient will recover there will be most probably stricture of the colon that will need additional procedures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 11/2/2022 d4: batch # 723a91 additional information was requested, and the following was received: what were the indications for surgery? Planned surgery was colostoma liquidation and colorectal anastomosis. Due to the failure, it ended with ileostoma creation. Regarding the patient total surgical history, I have the following information: patient had upper rectum malignant tumor. Patient refused from preoperative treatment. On (B)(6)21 first surgery was performed (laparoscopic rectum resection) that complicated with anastomotic leak. After that reoperation was done and colostoma was established. Patient got postoperatively adjuvant chemotherapy. Now the colostoma liquidation was performed (this is the procedure where the issue with powered circular happened). What surgical procedure was performed? Hartman 2nd stage did the patient receive any preoperative chemotherapy or radiation? Adjuvant chemotherapy, please see question nr 1 how many centimeters above the anal verge were they? 5cm what healthcare professional fired the device and what is his/her experience with the device? Experienced colorectal surgeon with previous powered circular usage history and fully trained where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Around middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Usual firing sound and then cracking sound when knife cut through the washer was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 360 degrees, 2 full circles was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were their staples seen in the surgical field? No is the stoma temporary or permanent? Temporary what is the current patient status?" Patient is at home, rectoscopy is planned for coming weeks, if things are good there, then ileostoma liquidation surgery is planned. No inflammatory indicators in blood. "On the 30th of august all devices worked well. They used our powered circular (cdh29p) and echelon gst but no problems with those devices on that time (at least they didn¿t notice it). Only problem that they faced was related with the powered circular. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not received. Also, no washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.